Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix would not extend. Another lead was used and no patient complications have been reported as a result of this event.